Manufacturer narrative:
The returned device underwent a visual inspection and functional tests to assess the device status. A definitive root cause of the reported failure could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the bronchovideoscope exhibited b30 error and no image was displayed. There was no patient involvement.